Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), vaginal haemorrhage ("vaginal bleeding") and haematochezia ("blood in stool") in an adult female patient who had essure (batch no. 50512930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included migraine headache, heart murmur, bipolar disorder, body mass index normal, ovarian cyst and endometrial thickening. Concomitant products included alprazolam (xanax), axotal (fioricet), diazepam (valium), duloxetine hydrochloride (cymbalta), medroxyprogesterone acetate (depo-provera) from 2013 to 2016, rizatriptan (maxalt), sertraline (zoloft), sumatriptan (imitrex) and vicodin (lortab). In 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced cystitis ("bladder infection"), urinary retention ("unable to urinate"), bladder pain ("pain with bladder palpation"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("anxiety"), depression ("depression"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), vaginal infection ("vaginitis") and weight increased ("weight gain"). In 2012, the patient experienced urinary tract infection ("urinary infection") and tooth disorder ("dental problems"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), pollakiuria ("urinary frequency"), abdominal pain lower ("cramping"), abdominal distension ("abdominal swelling"), haematochezia (seriousness criterion medically significant), insomnia ("insomnia") and kidney infection ("kidney infection"). The patient was treated with surgery ((B)(6) 2016 had hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, urinary tract infection, cystitis, dyspareunia, vaginal discharge, pollakiuria, abdominal pain lower, abdominal distension, urinary retention, bladder pain and haematochezia outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, anxiety, depression, migraine, headache, tooth disorder, alopecia, vaginal infection, weight increased, gastrointestinal disorder, insomnia and kidney infection had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, bladder pain, cystitis, depression, dysmenorrhoea, dyspareunia, gastrointestinal disorder, haematochezia, headache, insomnia, kidney infection, menorrhagia, migraine, pelvic pain, pollakiuria, tooth disorder, urinary retention, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media pelvic pain, menorrhagia, pain with intercourse, abdominal pain, and abdominal swelling, dysuria, bloating, vaginitis. Most recent follow-up information incorporated above includes: on 21-may-2018: pfs and medical record received. Reporter and patient demographics were added. Updated suspect drug indication. Concomitant disease, concomitant drug,lab data were added. Events vaginal bleeding, menorrhagia, dysmenorrhea, anxiety, depression, migraines, headaches, dental problems, hair loss, vaginitis, weight gain, gastrointestinal or digestive system condition type, insomnia and kidney infection added. Essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), vaginal haemorrhage ("vaginal bleeding") and haematochezia ("blood in stool") in an adult female patient who had essure (batch no. 50512930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included migraine headache, heart murmur, bipolar disorder, body mass index normal, ovarian cyst and endometrial thickening. Concomitant products included alprazolam (xanax), axotal (fioricet), diazepam (valium), duloxetine hydrochloride (cymbalta), medroxyprogesterone acetate (depo-provera) from 2013 to 2016, rizatriptan (maxalt), sertraline (zoloft), sumatriptan (imitrex) and vicodin (lortab). In 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced cystitis ("bladder infection"), urinary retention ("unable to urinate"), bladder pain ("pain with bladder palpation"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("anxiety"), depression ("depression"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), vaginal infection ("vaginitis") and weight increased ("weight gain"). In 2012, the patient experienced urinary tract infection ("urinary infection") and tooth disorder ("dental problems"). On an unknown date, the patient experienced haematochezia (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), pollakiuria ("urinary frequency"), abdominal pain lower ("cramping"), abdominal distension ("abdominal swelling"), insomnia ("insomnia") and kidney infection ("kidney infection"). The patient was treated with surgery ((B)(6) 2016 had hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, haematochezia, urinary tract infection, cystitis, dyspareunia, vaginal discharge, pollakiuria, abdominal pain lower, abdominal distension, urinary retention and bladder pain outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, anxiety, depression, migraine, headache, tooth disorder, alopecia, vaginal infection, weight increased, gastrointestinal disorder, insomnia and kidney infection had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, bladder pain, cystitis, depression, dysmenorrhoea, dyspareunia, gastrointestinal disorder, haematochezia, headache, insomnia, kidney infection, menorrhagia, migraine, pelvic pain, pollakiuria, tooth disorder, urinary retention, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight: 158 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion . Concerning the injuries reported in this case, the following one/ones were reported via social media pelvic pain, menorrhagia, pain with intercourse, abdominal pain, and abdominal swelling, dysuria, bloating, vaginitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.